Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak of fluid from the tubing into the cassette during peritoneal dialysis. There was report of patient injury or medical intervention. No additional information is available.